Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire was received on 04/23/2014. (B)(4).

Event description:
An optometrist reported a patient with dry eyes. The patient states her eyes are irritated and, she feels the need to squint to see. Additional information was received and in the surgeon's opinion the device did not cause or contribute to the event. The patient had pre-existing borderline decreased tear production. The event resolved with treatment of cyclosporine medication. There are two medical device reports associated with this event. This report is for the left eye.